Manufacturer narrative:
Based on the claim against the product by the customer noting, that the tip cover accessory fell off during instrument removal. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed, and the issue was not confirmed by failure analysis. Fa was unable to verify the external event. Visual inspection was conducted by fa and there were no signs of physical damage. Fa measured the dimension of the tip cover accessory and found, that they were within specification. There was no product issue that was identified.

Event description:
It was reported, that during a da vinci-assisted distal gastrectomy surgical procedure. The monopolar curved scissors (mcs) tip cover accessory fell off when the customer was removing the mcs instrument from the cannula. The customer noted, that the tip cover accessory may have already been loose from the beginning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information from the surgeon: the customer noted, that the mcs tip cover accessory was properly installed and "carbotect was applied to the tip". The orange surface was not visible and not installed beyond the orange surface of the tip cover accessory. The tip cover accessory was retrieved during the same procedure.